Event description:
The phlebotomist accidentally stuck his finger while pushing the boric acid tube down into the urine cup lid. He went to ER and received tetanus shot for the injury.

Manufacturer narrative:
No product return is anticipated. Complaint history check yielded no other complaints for the lot reported. Device history review was conducted and no anomalies were reported. Quality will continue to monitor on monthly trend reports.